Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2015-26629. Follow up information identified the infection was at the ipg and lead site. A culture was taken and the patient was prescribed antibiotics. The infection has now cleared.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device #1 of 2 reference MFR. Report: 1627487-2015-26629.it was reported the patent experienced an infection at the implant site. It is unknown which implant site was infected. The patient underwent surgical intervention to explant his entire scs system.